Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation (stsf) catheter and a medical device entrapment occurred requiring surgical intervention. The vt procedure was performed by 2 physicians (physician #1 & #2). The patient was not under general anesthesia during the ablation procedure. When the patient arrived in the room for the procedure, there was no clinical morphology. They started to induce the arrhythmia. First there was a along salvo that had the same frequency as the clinic vt. Thereafter, they induced another vt with similar morphology, but it was faster, and had to be defibrillated. Physician #1 performed transseptal puncture and made a voltage map of the left ventricle (lv) with the stsf catheter. Interesting potentials were found for the infero-basal level. Physician #1 then began to ablate and draw a lower line from the mitral. Physician #2 ablated for a short moment on this line as well. Physician #1 then took back over the catheters, and proceeded to map a little more septal. That¿s when the catheter got stuck into cordae tendinae. The catheter was not stuck in a fully deflected position. However, it was almost impossible to move. Transthoracic echo (tte) and intracardiac echo (ice) were performed. Ice was done by an acunav catheter to try to understand how the catheter got stuck. The catheter was stuck in the middle and floating into the left ventricle. The physicians indicated at this stage they had 2 assumptions about what had occurred. First assumption was that the catheter got stuck into the pillars. Second, the catheter possibly perforated the anterior leaflet of the mitral valve. The physicians agreed that the second assumption; (catheter perforation of the anterior leaflet of the mitral valve), was more conceivable. These physician assumptions at the time of the event have not been confirmed. Patient¿s condition worsened and was moved to the operating room for cardiac surgery. General anesthesia was administered for cardiac surgery. The catheter was finally taken out during cardiac surgery and had to be cut into several pieces to be removed. Many cordae tendinae were cut, to remove the catheter. Extended hospitalization of at least 3 weeks was required as a result of the event. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. The vt ablation procedure was delayed and not successfully completed. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 3s, 3g, 25%. Respiration adjustment was used as additional filter for visitag. The color option used prospectively was ablation index, low:10, high: 20.

Manufacturer narrative:
It was reported that a male patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation (stsf) catheter and a medical device entrapment occurred requiring surgical intervention. The biosense webster inc. (Bwi) product analysis lab (pal) received pictures for analysis. The photograph investigation completed on 9/26/2019. Pictures provided by customer show images related to the procedure performed. However complaint cannot be confirmed at this time. No root cause investigation will be performed since device was been discarded. Additionally, physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).